Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, it is likely that wear and tear and/or mishandling led to the reportable malfunction and other defects found in the device evaluation. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Olympus (osh) was informed that the customer endoeye high definition ii, autoclavable video telescope has a reported ¿screen blackout¿. The customer reported problem was found during inspection before use. The scheduled thoracoscopic surgery was completed with another device. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The referenced device was returned to the olympus repair center. The repair inspection was unable to confirm the customer¿s reported screen backout, however, the image was found flickering and blurry. The cause of the flickering and blurry image is due to a defective charged coupled device (ccd). The inspection also noted objective cover glass at the distal end of the outer tube is scratched and the cable unit is scratched. The device has not been repaired in the past year. The cause of the defective ccd is unknown. However, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.